Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported they had their implant replaced because the leads quit working. Patient said they kept having trouble and the implant wasn't relieving their pain symptoms anymore, so the representative checked the implant and told the patient that the leads were 'dead.' Patient stated the issue with their leads began in (B)(6). The rep reported they were not aware of any issues/lead issues with the patient, and noted there checked and there are no notes regarding this. The rep noted the hcp has tablets to interrogate pt¿s implants, they do not reprogram, but based on the verbiage of ¿lead dead¿ being something a rep/himself would not use, it is likely the ¿rep¿ who told this to the patient was the hcp and/or hcp nurse/assistant. No indication a rep was aware of any device issue, unclear if aware of any relief issue.

Manufacturer narrative:
Continuation of d10: product ID 3778-60 lot# serial# (B)(6) implanted: (B)(6) 2012. Explanted: (B)(6) 2026. Product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3778-60, serial/lot #: (B)(6), ubd: 12-oct-2016, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.